Event description:
It was reported that the patient's atrial lead exhibited low pacing impedance and high capture threshold. Additionally, it was found that the lead was over-sensing noise resulting in inappropriate mode switch, insulation damage was noted. The lead was capped and replaced on (B)(6) 2023. The patient was stable.